Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. The lens was exchanged. According to the surgeon, there was "no problem" with the lens itself.